Event description:
A german customer received a blood glucose reading of 73mg/dl from his doctor's meter. A second test was run on the contour link and the reading was 300mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The tests strips are to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided.